Event description:
During an endoscopic procedure, the physician used a cook hemospray endoscopic hemostat. Upon setting the device up as per the instructions for use, no powder would fire through the device. It was returned with no catheters [to the area representative]. On inspection [by the area representative] it was noted the device seems to have been overtightened as it was extremely difficult to rotate handle. Unable to open [activate], so will return with the carbon dioxide intact. A second device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Information regarding common device name- suspect medical device, common device name: not available, regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding section g5: (B)(4). Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report. All components were not included in the return (no catheters were returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "on" position. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. Powder was present on the exterior of the device. The device was not tested as returned because it was deactivated. The co2 cartridge and foam piece between the cartridge and regulator were not present inside the device. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the regulator (lance and o-ring) confirms the device was of the current design. When tested with a new co2 cartridge, the device sprayed as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for the report of unable to spray is unknown because the device functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. A corrective action has been initiated concerning device failure due to being unable to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Gma/510k#: den170015. Initial reporter occupation: non-healthcare professional. The device has been received and the investigation is ongoing. A follow up emdr will be sent upon completion of the investigation.

Event description:
During an endoscopic procedure, the physician used a cook hemospray endoscopic hemostat. Upon setting the device up as per the instructions for use, no powder would fire through the device. It was returned with no catheters [to the area representative]. On inspection [by the area representative] it was noted the device seems to have been overtightened as it was extremely difficult to rotate handle. Unable to open [activate], so will return with the carbon dioxide intact. A second device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.